Event description:
Per the audiologist, reportedly, the patient fell and broke her sound processor. The external equipment was exchanged. The patient reportedly was able to hear but no impedance measurements were obtained at the clinic. The patient reported the next day that sound had "stopped". Results from an integrity test done in 2008, showed intermittent stimulator/receiver function. Explantation/reimplantation surgery is recommended but had not been scheduled at the time of this report 2008.